Event description:
Boston scientific received information that this system generated a high shock impedance measurement. To date, no system changes nor intervention has been performed. No report of any adverse patient effects.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, another high out of range shock impedance measurement was detected. It was reported the physician planned to replace the lead. To date, no further information has been received and no adverse patient effects were reported. Subsequently, during surgical intervention this lead was capped and the associated device explanted. Another boston scientific lead and device were successfully implanted; no adverse patient effects of note.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header confirmed a single hole in the atrial sealplug; all other sealplugs were intact. Markings confirm the right ventricular and shock lead, had been fully inserted into the header while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Data analysis did confirm the two out of range daily measurements recorded in device history; however, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device has been archived as meeting functional specifications.